Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure a farawave catheter was selected for use, the catheter was prepped per recommendations but when it was attached to continuous flush it looked as if there were bubbles that would not move in the flushing port. The catheter was exchanged for a second catheter, but the new catheter exhibited the same issue upon opening the package. The catheter was replaced and the procedure was completed successfully without patient complications. The device is not expected to be returned for analysis due to disposal.